Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that slightly elevated ventricular capture threshold was noted when the new implantable cardioverter defibrillator (ICD) was connected during a generator change. Oversensing was then observed with deteriorating ventricular capture until loss of pacing capture occurred. Multiple attempts were made to test and seat the lead in the ICD. A temporary pacing lead had to be placed during the procedure as the patient was pacer dependent. The patient was kept overnight in the hospital with antibiotic therapy due to the length of the procedure and the need to emergently pace the temporary pacer during the case. The new ICD was not used, and a cardiac resynchronization therapy defibrillator (crt-d) was placed successfully with existing leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.